Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop lung issues including respiratory viral infections and lung nodules. The patient was reportedly hospitalized in response to the events and required steroids and an inhaler for treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a lung issues including respiratory viral infections and lung nodules. The patient was reportedly hospitalized in response to the events and required steroids and an inhaler for treatment. The reported event of lung issues including respiratory viral infections and lung nodules was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found signs of dust contamination. The manufacturer visually inspected the device internally and found unknown contaminant on the outside of the enclosure, near the modem. An unknown dust contaminant observed on the top and bottom of the enclosure. A unknown dark contaminant and dust contaminant observed on the front panel. The evidance of liquid ingress was observed on the blower and blower box. An unknown dust contaminant and hair like particle were present on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a liquid ingress and dust contamination were observed and are consistent with being from an external source. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on nov 13, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop itchy throat, lung issues including respiratory viral infections and lung nodules. The patient was reportedly hospitalized in response to the events and required steroids and an inhaler for treatment. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was changed to hospitalization (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect - impact code was corrected.